Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported inability to remove the lock line and clip opening while locked was confirmed via returned device analysis. The reported difficulty removing the tcds from anatomy and poor image resolution could not be replicated in a testing environment. Based on all available information, the reported inability to remove the lock line is due to the observed knot in the lock line. A cause for the knot in the lock line could not be determined. The reported difficulty removing the tcds from anatomy appears to be due to procedural conditions. The reported clip opening while locked appears to be a cascading event of the inability to remove the lock line. A cause for the reported poor imaging could not be determined. A cause for the observed tissue damage could not be determined. Additionally, tissue damage is listed in the IFU as a known possible complication associated with triclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. A triclip was successfully implanted to the middle anterior and septal leaflets. A second triclip delivery system (tcds) was advanced and positioned on the central anterior and septal leaflet region however imaging was difficult. During removal of the lock line, resistance was felt and the physician pulled on the lock line, resulting in the clip opening. While trying to remove the clip it became stuck in the chordae. Troubleshooting was performed and the clip was freed and the tcds removed. The decision was made to abort the procedure with the tr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Returned device analysis found that there was tissue observed in the clip arms. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).